Manufacturer narrative:
Concomitant products: 419388, lead, implanted: (B)(6) 2008; 5076-52, lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead exhibited a failure to capture and high impedance following a capsulectomy. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.